Event description:
It was reported that during da vinci-assisted bilateral inguinal hernia surgical procedure, site contacted intuitive technical support engineer (tse) to report instruments were not being accepted. No errors were noted in logs. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could not recreate issue but replaced the universal surgical manipulator (usm) for customer satisfaction. System testing passed and is verified ready for use. Isi has received the usm associated with this event. A follow-up MDR will be submitted when failure analysis has completed their investigation. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis, and the complaint was confirmed based on the field evaluation/failure analysis. The usm was analyzed and found to have some fluid intrusion that could be related to the complaint. The usm was then installed on an in-house system where the usm behaved as expected. The usm was installed on a test fixture and passed all relevant testing within specifications. The complaint was confirmed as happening as the 22020 errors were found indicating the installed instrument failed to engage on degrees of freedom (dof) 7 and 8. The probable root cause is due to fluid intrusion affecting recognition with dofs 7 and 8.